Manufacturer narrative:
Results: patient¿s condition affected effectiveness of device (lesion morphology ¿calcification and vessel tortuosity); deformation problem. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology - calcification and vessel tortuosity). (B)(4).

Event description:
Evaluation summary: the distal tip was damaged indicating that it may have been stubbed during advancement. The stent was positioned correctly on the device. The proximal pillow was partially inflated and the struts on the 1st proximal stent segment were slightly raised. The stent had slightly raised struts on the 6th, 7th, 14th and 15th distal stent segments. Image review summary: cardio angiogram shows calcification and tortuous nature of the vessels. The cag image shows one major area of calcification located at the bifurcation of the vessel. The bifurcation of the vessel appears to be treated using a poba device, pre-dilation of the vessel is performed but the poba device appears to have difficulty inflating fully in the vessel. The images show a stent being positioned across the lesion. The stent appears to partially inflate. There is no evidence of a dislodgement of the stent in the images provided. In the vessel there appears to be calcification present and there appeared to be difficulty inflating the balloon and also the stent. The lesion morphology of the patient is likely to have impacted the stent effectiveness from the images provided

Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to a lesion but the device could not cross. The lesion had been pre-dilated. The device was removed from the packaging, inspected and prepped with no issues noted. Resistance was encountered when advancing the device but no excessive force was used, it was also reported that the stent deformed and dislodged. It is unknown if the where the stent dislodged or if it remains in the patient. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There was no patient injury. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). Inherent risk of procedure (stent dislodgement and stent deformation). No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned for evaluation). Evaluation conclusions: known inherent risk of procedure ¿ (stent dislodgement and stent deformation). Unknown (root cause could not be determined). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).